Event description:
A physician reported following an intraocular lens implant procedure, the customer felt lens was cloudy, something like ssng/ glistening was observed. The customer belief it could be a scattering phenomenon of the iol. Additional information has been requested and received which states three photos were submitted and reviewed. Two photos were conical beam slit lamp photos focused in the center of the iol. The first slit lamp photo is of good clarity and is significant for diffuse refractive particles that appear to be located within the body of the iol. These particles are typically referred to as microvacuoles. It is difficult to determine the depth of these particles from the photo, and etiology cannot be stated with certainty. The second slit lamp photo is quite blurry and no observations can be made with confidence. The third photo is a fundus photograph of poor to moderate quality. No significant retinal findings can be described with certainty from the fundus photo.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The submitted photos were reviewed by global quality customer affairs. Two photos were conical beam slit lamp photos focused in the center of the iol. The first slit lamp photo is of good clarity and is significant for diffuse refractive particles that appear to be located within the body of the iol. These particles are typically referred to as microvacuoles. It is difficult to determine the depth of these particles from the photo, and etiology cannot be stated with certainty. The second slit lamp photo is quite blurry and no observations can be made with confidence. The third photo is a fundus photograph of poor to moderate quality. No significant retinal findings can be described with certainty from the fundus photo.product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).